Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of gastrointestinal bleed with an onset date of (B)(6) 2018. The patient experienced black tarry stool and drop in hematocrit (hct). Esophagogastroduodenoscopy (egd) was performed with cauterization in the duodenum. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The patient remains ongoing on lvas support and no further events have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on 20apr2018 the patient was found to have t3n1mx stage ii squamous cell carcinoma oropharyngeal cancer. On (B)(6) 2018, patient underwent first radiation treatment to head neck yesterday. Patient tolerated procedure well. Technical service reviewed the system controller log file submitted which contained a few unsustained power/flow elevations. In the absence of patient symptoms these are usually not concerning. There is no evidence of any type a driveline integrity issues in the log file.